Event description:
It was reported that after the catheter was inserted into the sheath and the catheter was implanted, blood return could be confirmed. After the stylet was removed, the catheter was cut and attached to the catheter connector, and when blood return was confirmed again, aspiration and infusion could not be performed. Therefore, the catheter connector was removed and another new catheter connector was attached to the catheter. Then, aspiration and infusion could be performed. The facility is requesting an investigation to determine whether the problem is with the catheter connector, or with the placement procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty aspirating and infusion using a groshong catheter is confirmed and was determined to be related to manufacturing. One 4 fr s/l groshong catheter connector assembly was returned assembled for evaluation. An initial visual observation showed a small section of the 4 fr groshong catheter inside the distal end of the catheter connector. Use residues were observed throughout the device, and the clear oversleeve on the distal segment of the two-piece connector was observed to be cut. A functional test of attempting to infuse water through the groshong connector using a 12 ml syringe revealed the connector to be occluded. After the two-piece connector was disassembled, both the proximal segment and the distal segment was patent to infusion of water. The distal segment of the groshong connector was subsequently cut in half lengthwise to further observe the device. A microscopic observation revealed the blue compression sleeve to be advanced and locked with a small segment of a groshong catheter in place. The compression sleeve appeared to be farther advanced in the distal direction than intended. Measurements of the plastic segment of the proximal connector just proximal of the metal cannula revealed the segment of the device to be outside manufacturing specifications. This excess length appears to have caused the compression sleeve to be farther advanced in the distal connector piece of the groshong connector, causing difficulties with aspiration and infusion. The complaint of difficulty aspirating and infusing using a groshong catheter is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that after the catheter was inserted into the sheath and the catheter was implanted, blood return could be confirmed. After the stylet was removed, the catheter was cut and attached to the catheter connector, and when blood return was confirmed again, aspiration and infusion could not be performed. Therefore, the catheter connector was removed and another new catheter connector was attached to the catheter. Then, aspiration and infusion could be performed. The facility is requesting an investigation to determine whether the problem is with the catheter connector, or with the placement procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.